Event description:
Reference MFR. Report: 1627487-2012-13309. The patient had two leads from the same lot numbers. It was reported the patient was experiencing uncomfortable stimulation. X-rays revealed the patient's leads had migrated. It was also reported the patient had lost approximately (B)(6) pounds since the system was implanted and the devices were superficial. Follow-up information identified the physician replaced the entire scs system which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.